Event description:
It was reported that in the central sterile department of the user facility that the trigger was not working properly. It was further reported that during equipment testing conducted by a manufacturer service technician that the device could be operated while in safe mode due to the trigger condition. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.